Event description:
The customer tested his blood glucose using his contour usb meter and received a reading of 200mg/dl.he retested using another meter and received a reading of 75mg/dl.the difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.control solution was sent for further troubleshooting. Product is not expected to be returned for evaluation at this time.